Manufacturer narrative:
Correction to field h6: device codes.

Event description:
It was reported that the right atrial (ra) lead had fractured. It was also noted that the lead had high out-of-range impedance. It was noted that the clinic will continue to monitor. No adverse patient effects were reported. Subsequently, the lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead had fractured. It was also noted that the lead had high out-of-range impedance. It was noted that the clinic will continue to monitor. No adverse patient effects were reported.